Manufacturer narrative:
The reported failure mode was confirmed by right way medical. The pinch clamp, pinch clamp cable, and clamp comparator were replaced, and the pump subsequently functioned as intended. A review of the device serial number history revealed no prior similar complaints. The investigation determined the probable cause to be a component-related issue. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical indicating that the pinch clamp was not functioning as intended. No patient involvement was reported.